Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the vitreous cutter probe would not cut. The case was completed by using a new vitrectomy probe. There was no harm to the patient.

Manufacturer narrative:
One 23ga probe sample was returned for evaluation for the report of cutter probe couldn't cut. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. The complaint evaluation does not confirm the probe had a cut issue. The probe performance testing met specification. The exact root cause of why the customer thought the probe did not cut cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).